Event description:
It was reported to philips that the system generated a remote alert regarding a host-pc memory issue. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system generated a remote alert regarding a host-pc memory issue. The philips remote service engineer (rse) analysed the system remotely and confirmed that the equipment was not under a business/service contract. As the device was out of service contract, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.